Event description:
A female consumer with a history of multiple sclerosis used thermacare pain relieving heatwraps, neck wrap on her lower back to treat "pain in her tailbone after suffering a fall". She reported receiving a third degree burn from this experience and saw her general practitioner who referred her to a wound care specialist. The wound care specialist debrided the area on two separate occasions and gave her accuzyme, a debriding enzyme, to use on the area everyday. A female used thermacare pain relieving heatwraps, neck wrap 1 application for 6 hours, 1/day for 1 day in 2006, beginning midnight through approx 06:00, to treat "pain in her tailbone after suffering a fall". She reported that when she awoke, she thought she had a bruise, but her husband said that there was a burn on her buttocks left cheek. She stated that she visited her general practitioner who looked at the area and immediately sent her to a wound care specialist who debrided the third degree burn on her backside and scheduled frequent follow-up visits just to get it healed; the wound care specialist advised her that she had sensitive skin. The consumer reported that she first used neosporin and a band-aid on the area, but after the visit to the wound specialist she had been using a debriding enzyme every day which was not pleasant. She stated that the injury was initially the size of at least a nickel and almost a lima bean shape; the area had become a little bit smaller and was a bit better, but was very sore. The case outcome was improved. The consumer mentioned that she had been quite ill with the flu and bronchitis and had not been sleeping well when she applied the thermacare wrap very early that morning; she awoke five or six hours later in such a horrendous amount of pain because she had landed on tile when she fell, the pain in her tailbone was so severe that she did not notice the pain of the burn. Exact product used previously without incident: yes, for eight hours at a time; she had switched thermacare in the past, using the neck wrap on her backside. She went to the specialist 4 days later; treatment included a debriding enzyme, neosporin and bandaids. Three days later, she was very sore, but the injury had healed since she experienced the injury in 2006. She reported that she had received two treatments of burn debridement with parts of the area cut away by the wound specialist; she was using accuzyme at home. After removing the thermacare, her husband thought he noticed a bruise; within 12 hours a burn shaped similar to metal disc in the product was evident and the pain was severe enough to require attention. She reported that she was immediately referred to a wound care specialist who continued to treat the area. The case outcome was improved.